Event description:
While using a byte day aligners, patient was examined by their dentist at their bi-annual exam/cleaning and the dentist was concerned about the bite alignment and pressure cracks that were noticed on the patient's front right tooth that was not there in previous exams. Dentist also stated that patient's upper teeth and lower teeth were not aligned to minimize or reduce pressure points. Dentist advised to discontinue wearing aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.